Manufacturer narrative:
Other text: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The labels are undamaged, no previous repairs. Ehl shows "cassette not attached properly" alarm messages. Performed functional check. Visually inspected the pump. Battery loss alarm test cannot be performed. Customer stated problem confirmed. Investigation found the device alarming "no disposable". The dso sensor does not work and will be replaced. Reviewed the DHR there was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the device did not detect the cassette. No patient injury was reported.